Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and sepsis. It was also reported there was vegetative growth on the right ventricular lead. Of note, there were no signs of an active pocket infection. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.